Event description:
The device was returned to the manufacturer for repair after the customer dropped the device during equipment set-up. During the repair, it was reported that the handpiece was leaking liquid around the release button and gear head. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.